Event description:
It was reported that the pt returned his audio processor to the clinic due to a screeching noise. The external equipment appeared to be functional and advice was given to check the loop system. Problem was on-going and the external equipment was replaced by the clinic. It was then established that the screeching noise was present when the pt wore his audio processor on a certain setting. It was also reported that the pt experienced pain whilst wearing his audio processor whilst undergoing testing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.